Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device doesn't turn on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker product assessment center (pac) technician performed an evaluation of the customer¿s device and observed that the device doesn't turn on when lid opened. The root cause of the reported issue was determined to be due to the lid switch, sw5. The customer's device was archived by stryker. The customer received a replacement device.